Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. 932159) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced vaginal infection ("vaginitis") and urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), infection ("infections"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with metronidazole, fluconazole (diflucan), metronidazole (flagyl) and surgery (hysterectomy (partial) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the hypersensitivity, menstrual disorder, infection, migraine, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection and urinary tract infection outcome was unknown. The reporter considered dysmenorrhoea, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: removal details: left fallopian tube incised, essure coil grasped and removed in its entirety. Right fallopian tube incised and essure coils grasped and removed intact diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginitis, uti and pelvic pain. Most recent follow-up information incorporated above includes: on 30-may-2018: pfs and mr received. Lot number provided. Events added: vaginal bleeding, menorrhagia, dysmenorrhea, vaginitis, uti. On (B)(6) 2017 patient underwent hysterectomy (partial) and salpingectomy (bilateral). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and rectal haemorrhage ('abnormal bleeding (general), bleeding from rectum') in a 33-year-old female patient who had essure (batch no. 932159) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012 for birth control as well as amfetamine (amphetamine) from (B)(6) 2014 to (B)(6) 2015, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2012, betamethasone from (B)(6) 2013 to (B)(6) 2013, bupropion hydrochloride (wellbutrin) since (B)(6) 2013, buspirone since (B)(6) 2013, citalopram from (B)(6) 2012 to (B)(6) 2016, clobetasol from (B)(6) 2013 to (B)(6) 2015, clotrimazole from (B)(6) 2013 to (B)(6) 2013, dexamfetamine hydrochloride (dextroamphetamine hydrochloride) from (B)(6) 2014 to (B)(6) 2015, escitalopram since 2013, fluconazole (B)(6) 2014 to (B)(6) 2015, loratadine from (B)(6) 2012 to (B)(6) 2015, montelukast since 2015, nabumetone from (B)(6) 2012 to (B)(6) 2012, omeprazole from (B)(6) 2013 to (B)(6)2013, oxycodone since (B)(6) 2012, pantoprazole since (B)(6) 2014, paracetamol (acetaminophen) since 2012, propranolol since (B)(6) 2012 and spironolactone since 2013. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding, abnormal bleeding."), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and proctalgia ("rectal pain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy") with urticaria. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal infection ("vaginitis/infection (bladder/ urinary tract/vaginal) type: vaginal, uti"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti"), vulvovaginal candidiasis ("vulvovaginal candidiasis"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2015, the patient experienced rectal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), infection ("infections"), migraine ("migraines"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge") and genital haemorrhage ("abnormal bleeding"). The patient was treated with antibiotics, fluconazole (diflucan), fluticasone, metronidazole, valaciclovir (valacyclovir) and surgery (hysterectomy (partial) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, vaginal discharge and genital haemorrhage had resolved and the rectal haemorrhage, menstrual disorder, infection, migraine, menorrhagia, dysmenorrhoea, vaginal infection, vulvovaginal candidiasis, anxiety, depression, allergy to metals, fatigue and proctalgia outcome was unknown. The reporter considered allergy to metals, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, proctalgia, rectal haemorrhage, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. No further causality assessment were provided for the product. The reporter commented: removal details: left fallopian tube incised, essure coil grasped and removed in its entirety. Right fallopian tube incised and essure coils grasped and removed intact she had been treated for pain, bleeding, allergic reaction, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginitis, uti and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and rectal haemorrhage ('abnormal bleeding (general), bleeding from rectum') in a 33-year-old female patient who had essure (batch no. 932159) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes. Concomitant products included medroxyprogesterone acetate (depo provera) from may 2012 to october 2012 for birth control as well as amfetamine (amphetamine) from may 2014 to march 2015, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2012, betamethasone from january 2013 to april 2013, bupropion hydrochloride (wellbutrin) since (B)(6) 2013, buspirone since (B)(6) 2013, citalopram from february 2012 to february 2016, clobetasol from january 2013 to april 2015, clotrimazole from january 2013 to april 2013, dexamfetamine hydrochloride (dextroamphetamine hydrochloride) from may 2014 to march 2015, escitalopram since 2013, fluconazole28-(B)(6) 2014 to march 2015, loratadine from february 2012 to april 2015, montelukast since 2015, nabumetone from february 2012 to august 2012, omeprazole from august 2013 to september 2013, oxycodone since (B)(6) 2012, pantoprazole since (B)(6) 2014, paracetamol (acetaminophen) since 2012, propranolol since (B)(6) 2012 and spironolactone since 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding, abnormal bleeding."), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and proctalgia ("rectal pain"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy") with urticaria. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal infection ("vaginitis/infection (bladder/ urinary tract/vaginal) type: vaginal, uti"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti"), vulvovaginal candidiasis ("vulvovaginal candidiasis"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2015, the patient experienced rectal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), infection ("infections"), migraine ("migraines"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge") and genital haemorrhage ("abnormal bleeding"). The patient was treated with antibiotics, fluconazole (diflucan), fluticasone, metronidazole, valaciclovir (valacyclovir) and surgery (hysterectomy (partial) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, vaginal discharge and genital haemorrhage had resolved and the rectal haemorrhage, menstrual disorder, infection, migraine, menorrhagia, dysmenorrhoea, vaginal infection, vulvovaginal candidiasis, anxiety, depression, allergy to metals, fatigue and proctalgia outcome was unknown. The reporter considered allergy to metals, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, proctalgia, rectal haemorrhage, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: removal details: left fallopian tube incised, essure coil grasped and removed in its entirety. Right fallopian tube incised and essure coils grasped and removed intact she had been treated for pain, bleeding, allergic reaction, bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginitis, uti and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event bladder problems, urinary problem, vaginal discharge, genital bleeding added. Event outcome for pain, bleeding, bladder/urinary, allergic reaction changed to recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. 932159) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced vaginal infection ("vaginitis") and urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), infection ("infections"), migraine ("migraine's") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with metronidazole, fluconazole (diflucan), metronidazole (flagyl) and surgery (hysterectomy (partial) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the hypersensitivity, menstrual disorder, infection, migraine, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection and urinary tract infection outcome was unknown. The reporter considered dysmenorrhoea, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: removal details: left fallopian tube incised, essure coil grasped and removed in its entirety. Right fallopian tube incised and essure coils grasped and removed intact diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginitis, uti and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and rectal haemorrhage ("abnormal bleeding (general), bleeding from rectum") in an adult female patient who had essure (batch no. 932159) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012 for birth control as well as amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2012, bupropion hydrochloride (wellbutrin) since (B)(6) 2013, buspirone since (B)(6) 2013, citalopram, clobetasol from (B)(6) 2013 to (B)(6) 2015, clotrimazole from (B)(6) 2013 to (B)(6) 2013, escitalopram since 2013, fluconazole (B)(6) 2014 to (B)(6) 2015, loratadine from (B)(6) 2012 to (B)(6) 2015, montelukast since 2015, nabumetone from (B)(6) 2012 to (B)(6) 2012, omeprazole from (B)(6) 2013 to (B)(6) 2013, oxycodone since (B)(6) 2012, pantoprazole since (B)(6) 2014, paracetamol (acetaminophen) since 2012, propranolol since (B)(6) 2012 and spironolactone since 2013. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6)2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal infection ("vaginitis/infection (bladder/ urinary tract/vaginal) type: vaginal, uti"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti"), vulvovaginal candidiasis ("vulvovaginal candidiasis"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2015, the patient experienced rectal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), infection ("infections"), migraine ("migranes"), allergy to metals ("nickel allergy") with urticaria, fatigue ("fatigue") and proctalgia ("rectal pain"). The patient was treated with antibiotics, fluconazole (diflucan), fluticasone, metronidazole, valaciclovir (valacyclovir) and surgery (hysterectomy (partial) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the rectal haemorrhage, hypersensitivity, menstrual disorder, infection, migraine, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection, urinary tract infection, vulvovaginal candidiasis, anxiety, depression, allergy to metals, fatigue and proctalgia outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, fatigue, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, proctalgia, rectal haemorrhage, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: removal details: left fallopian tube incised, essure coil grasped and removed in its entirety. Right fallopian tube incised and essure coils grasped and removed intact. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginitis, uti and and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: pfs received : event abnormal bleeding (general), bleeding from rectum added. Medical history, concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. 932159) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion (wellbutrin) since 2014, buspirone since 2013, escitalopram since 2013, montelukast since 2015, obetrol (adderall) since 2012, oxycodone since 2012, paracetamol (acetaminophen) since 2012, propranolol since 2013 and spironolactone since 2013. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal infection ("vaginitis"), urinary tract infection ("uti"), vulvovaginal candidiasis ("vulvovaginal candidiasis"), anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), infection ("infections"), migraine ("migranes"), allergy to metals ("nickel allergy") with urticaria, fatigue ("fatigue") and proctalgia ("rectal pain"). The patient was treated with metronidazole, fluconazole (diflucan), metronidazole (flagyl) and surgery (hysterectomy (partial) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the hypersensitivity, menstrual disorder, infection, migraine, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection, urinary tract infection, vulvovaginal candidiasis, anxiety, depression, allergy to metals, fatigue and proctalgia outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, fatigue, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, proctalgia, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: removal details: left fallopian tube incised, essure coil grasped and removed in its entirety. Right fallopian tube incised and essure coils grasped and removed intact diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginitis, uti and and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pds received: events candidiasis of vulva, anxiety and depression, nickel allergy(hives) and fatigue were added .concomitant drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and rectal haemorrhage ('abnormal bleeding (general), bleeding from rectum') in a 33-year-old female patient who had essure (batch no. 932159) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012 for birth control as well as amfetamine (amphetamine) from (B)(6) 2014 to (B)(6) 2015, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2012, betamethasone from (B)(6) 2013 to (B)(6) 2013, bupropion hydrochloride (wellbutrin) since (B)(6) 2013, buspirone since (B)(6) 2013, citalopram from (B)(6) 2012 to (B)(6) 2016, clobetasol from (B)(6) 2013 to (B)(6) 2015, clotrimazole from (B)(6) 2013 to (B)(6) 2013, dexamfetamine hydrochloride (dextroamphetamine hydrochloride) from (B)(6) 2014 to (B)(6) 2015, escitalopram since 2013, fluconazole (B)(6) 2014 to (B)(6) 2015, loratadine from (B)(6) 2012 to (B)(6) 2015, montelukast since 2015, nabumetone from (B)(6) 2012 to (B)(6) 2012, omeprazole from (B)(6) 2013 to (B)(6) 2013, oxycodone since (B)(6) 2012, pantoprazole since (B)(6) 2014, paracetamol (acetaminophen) since 2012, propranolol since (B)(6) 2012 and spironolactone since 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding, abnormal bleeding."), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and proctalgia ("rectal pain"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy") with urticaria. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal infection ("vaginitis/infection (bladder/ urinary tract/vaginal) type: vaginal, uti"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti"), vulvovaginal candidiasis ("vulvovaginal candidiasis"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2015, the patient experienced rectal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), infection ("infections"), migraine ("migranes"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge") and genital haemorrhage ("abnormal bleeding"). The patient was treated with antibiotics, fluconazole (diflucan), fluticasone, metronidazole, valaciclovir (valacyclovir) and surgery (hysterectomy (partial) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, vaginal discharge and genital haemorrhage had resolved and the rectal haemorrhage, menstrual disorder, infection, migraine, menorrhagia, dysmenorrhoea, vaginal infection, vulvovaginal candidiasis, anxiety, depression, allergy to metals, fatigue and proctalgia outcome was unknown. The reporter considered allergy to metals, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, proctalgia, rectal haemorrhage, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: removal details: left fallopian tube incised, essure coil grasped and removed in its entirety. Right fallopian tube incised and essure coils grasped and removed intact she had been treated for pain, bleeding, allergic reaction, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginitis, uti and and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event bladder problems, urinary problem, vaginal discharge, genital bleeding added. Event outcome for pain, bleeding, bladder/urinary, allergic reaction changed to recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.